Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The device history revealed that this complaint is not related to manufacturing and does not involve nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The cause of hernia was unknown. The location of the hernia was not reported. On the same day as diagnosis, the patient was hospitalized for the event. It was reported that the hernia worsened with pd therapy. On an unreported date, the patient underwent surgery for hernia repair. One week after being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.